Manufacturer narrative:
Product event summary: the proximal segment of the lead measuring 9 cm was returned, analyzed and no anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addrl1, ipg, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and atrial leads encountered insulation failure with exhibited low impedance and high thresholds. The rv and atrial leads were explanted and replaced. No patient complications have been reported as a result of this event.